Manufacturer narrative:
A complete analysis and testing of 1 opened and used enlite serter showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called in to report that the catch arm to the enlite serter was bent. The customer's blood glucose level was in the 50 mg/dl range. The customer was informed that the device would be replaced. The customer was advised to return the product for analysis.